Event description:
It was reported per field service report: pump on patient: symptom - slow helium loss, replaced pump and leak stopped. Findings/action taken: clamped drain valve line, leak stopped. Replaced pneumatic sensor assembly. Performed a functional check to insure proper operation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.